Event description:
It was reported that a malfunction alarm occurred, although specific details about the event were not available. There was no reported impact on the customer¿s blood glucose level. The device is being returned for assessment, and a replacement pump with a new serial number has been provided. No additional information was received regarding the outcome of the event.